Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a dental case the et tube was removed they noticed a hole in the tube. Only 1 was used on a patient, the others were not used on patients. Once they realized there was a hole, they checked the remaining products in the box and discovered that they all had holes. Issue was identified in inventory. No patient involved" associated complaints 8040412-2026-00010.

Event description:
It was reported that: "during a dental case the et tube was removed they noticed a hole in the tube. Only 1 was used on a patient, the others were not used on patients. Once they realized there was a hole, they checked the remaining products in the box and discovered that they all had holes. Issue was identified in inventory. No patient involved" associated complaints 8040412-2026-00013 and 8040412-2026-00010.

Manufacturer narrative:
(B)(4) . Per communication with consumer safety officer from the FDA on 22jun2022, for large quantity complaints, ensure one report is received for each lot number reported. One MDR report will be sent for the reported quantity of 9 eaches. Device evaluation: the reported complaint of hole in tube was confirmed upon investigation of the returned sample. The customer returned nine representative samples for evaluation. One out of the 9 samples exhibited a hole at the second notch of the tube. A review of the manufacturing process confirmed that a 100% visual inspection is performed to detect defects related to improper inflation hole punching, as part of product release criteria. Any hole punched through the tube wall is classified as a reject condition per the acceptance criteria. A device history record review was performed, and no relevant findings were identified. Since the product was unused and the pouch remained unopened at the time of return, it is confirmed that the issue is attributed to a manufacturing-related cause. Further investigation has been initiated under teleflex quality systems to evaluate this issue.